Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 month post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural infection ("am dealing with this now 6 month post op never had the infection before removal") and vaginal odor ("odor"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, post procedural infection and vaginal odor outcome was unknown. The reporter considered medical device removal, post procedural infection and vaginal odour to be related to essure. Most recent follow-up information incorporated above includes: on 20-jan-2020: imdrf code added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 month post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural infection ("am dealing with this now 6 month post op never had the infection before removal") and vaginal odour ("odor"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, post procedural infection and vaginal odour outcome was unknown. The reporter considered medical device removal, post procedural infection and vaginal odour to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, post procedural infection, vaginal odor. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.